Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Int'l customer reported that a pt presented with a recurrent hernia about one year following an initial repair with mesh implant. The pt was returned to surgery and the previously implanted mesh was explanted. The surgeon reports that the mesh appeared weakened in the center with the presence of a hole. Additional info was requested; no further info was received.